Event description:
It was further reported that the patient was seen or had a device check due to the palpitations. The patient described that the heart was beating hard and rapid as high as 115 beats per minute (bpm), intermittent since onset and last serval minutes at a time. There was no other associated symptoms. Chest xray showed no acute abnormalities. Device interrogation showed twos and device adjustments were made. The patient felt significantly better after the device adjustments.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced palpitations. The right ventricular (rv) lead exhibited t-wave oversensing (twos) resulting in misclassification of arrhythmia episode type and loss of cardiac resynchronization pacing therapy delivery.